Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated the alarm would occur while priming and bolus deliveries. The customer's blood glucose rose to 421 mg/dl. The customer did not treat for their blood glucose at the time of the call. Troubleshooting found insulin was able to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. The customer declined to return the product for analysis.